Event description:
A biomedical engineering technologist reported that during a vitrectomy procedure the laser displayed a system message and could not be cleared. The laser portion of the surgery was completed using an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).